Manufacturer narrative:
This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported cardiac resynchronization therapy defibrillator (crt-d) exhibited p wave oversensing and some pacing inhibition on the right ventricular (rv) channel. The v-blank after a pace is currently set to 85 ms which is the nominal value. Ts recommended programming changes to the v-blank after a pace, in order to mitigate the risk of cross-talk. The ICD remains in service and no adverse patient effects were reported.